Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that his wife's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 480 mg/dl. The patient treated via manual insulin injection. The husband stated that the no delivery issue was resolved with an infusion set change. Further troubleshooting was declined since the customer was not feeling well due to being hospitalized for a low blood glucose event. No further details were provided, and no products were returned or replaced.